Manufacturer narrative:
The device was received and the reported lot number was confirmed from the packaging label. On visual/microscopic inspection, the coil delivery wire was seen to be kinked/bent. The proximal contact and coil delivery wire was seen to be broken. The distal end of the delivery wire or the coil was not returned. Functional inspection was not carried out due to damage. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The product was returned and the reported event could not be confirmed; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Thus, the as reported ¿main coil failed/unable to detach¿ will be assigned as not confirmed. It can be presumed that the coil delivery wire and proximal contact were damaged during the procedure. The defect appears to be associated with handling of the product or portion of the product during the procedure/upon removal of the product from the packaging/preparation of the product prior to use, a probable cause of handling damage will be assigned to as analyzed code 'coil delivery wire kinked/bent¿, 'coil proximal contact wire broken/fractured' and 'coil delivery wire broken/fractured during use'.

Event description:
The subject coil was returned for analysis and it was discovered that the coil delivery wire broken/fractured during use. There was no clinical consequence to the patient reported as a result of this event.